Event description:
Upon attempted deployment of the stent, the balloon would not deflate. To facilitate removal, the balloon was overinflated until it ruptured. Following the balloon rupture, extravasation of contrast medium from the artery was noted. Two add'l stents were deployed to close the fracture.